Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock during exercising and was admitted into the hospital for evaluation. This device was interrogated and the inappropriate shock was confirmed. Troubleshooting consisted of the patient performing arm movements and noise was reproduced however the artefact was different to the inappropriate shock. Additionally, discrepancy amplitude measurements were noted. An x-ray was performed and the electrode placement appears to be quite high towards the heart and recommendation were made to set the setting to primary vector. Boston scientific technical services reviewed the available data and confirmed the inappropriate shock was due to oversensing noise and recommended additional in-clinic patient movement troubleshooting to see whether the changes are rather related to the can or the sense b node. Boston scientific technical services also provided programming options. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.